Manufacturer narrative:
Correction d1 - brand name - it was inadvertently send blank in the initial report. The d9 - returned to manufacturer - it was initially reported device was returned to manufacturer and a date was provided however, this is incorrect as this is a large system that remains at the customer site. E1 - address - line 1 and city - in the initial report the address and the city was not included. Address is (B)(6) and city is (B)(6).

Manufacturer narrative:
Telephone: (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k200056. A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It has been reported issues with catalys-I. Suction lost during last surgery session. Patient involvement, no patient treatments delayed or cancelled. Through follow-up we have learnt that the customer did not save the loi (liquid optics interface) neither the lot number; according to the customer, the surgery could finish on the same day and without any other problem. No further information has been provided.

Manufacturer narrative:
Corrected data: in review of section e in follow-up 1, the country was inadvertently selected as united states, however, the country should have been spain. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.